Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not dropping. The technical support specialist identified an admit, discharge, transfer (adt) connectivity issue. The issue was resolved by the customers adt host after removing a configuration that set the sending port to the same value as the receiving port for the adt connection. This change allowed the firewall between the hosts and the carefusion coordination engine to properly handle disconnections. The system functioned as intended after technical support specialist and adt team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders were not dropping and epic was down. The customer confirmed that there were no errors on the pyxis devices, and the devices were not being placed on critical override at the time. However, there were no delays, adverse events or injuries reported based on this event.